Manufacturer narrative:
(B)(4). Date sent 2/26/2025. D4 batch #334d73. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a tr45w reload present along with the device. The reload was received partially fired 1/3 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 334d73, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2025. Additional information was requested, and the following was obtained: what led to the decision to convert the procedure? As described, this was so we could apply the staple line proximal to where we had tried to initially lay out the initial staple line was the patient¿s post-op care altered in any way? Not noted is there a possibility that there could have been fecalith in the jaw? There is no description of fecalith in op note or pathology.

Event description:
It was reported that during a laparoscopic appendectomy that when trying to fire the stapler, the surgeon closed the jaws and then squeezed the firing handle. The stapler locked out and would not allow the rest of the staple line to be laid down. They opened up the stapler, disengaged it from the tissue, and removed it from the peritoneal cavity. They then opened another ats45 to complete the case, but ended up having to do a lap cecectomy rather than a lap appendectomy which was the intended procedure. Surgical delay unknown.

Manufacturer narrative:
(B)(4). Date sent 2/10/2025. D4 batch # unk. Mw (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what led to the decision to convert the procedure? Was the patient¿s post-op care altered in any way? Is there a possibility that there could have been fecal left in the jaw? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.